Manufacturer narrative:
Failure analysis for fiber 0010-2400-608a-(B)(4): the fiber is broken within the outer flow tubing at open end; the fiber was tested with hene laser fixture, aim beam was visible at fiber break; the glass cap exhibits severe devitrification at output window; the metal cap exhibits severe charred detritus adhesion on surface; the outer flow tubing exhibits signs of abrasions and melting, minor scratch marks, and severe contamination, likely biologic. Probable root cause: based on the device analysis, the probable root cause of the failure are: excessive bending and heat accumulation. Cap wear was accelerated due to anatomical/procedural factors (tissue contact and technique) encountered during the procedure which would limit the performance of the fiber.

Event description:
It was reported that after 15 minutes while using the surgical fiber during a prostate procedure, the fiber stopped working. The procedure was completed using an alternate procedure (turp). There was no patient injury reported.